Event description:
It was reported that during a laparoscopy, the handpiece gives a error code 3 as soon as it is plugged in. They completed the case with a second handpiece with no patient consequence.

Manufacturer narrative:
Date sent: 11/13/2008. Evaluation summary: gave error code #3. The handpiece was disassembled and torn isolator was found in the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.